Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was returned for routine analysis following the patient's death. The device was returned from an unknown source and there is no evidence to suggest that any allegations have been made against the performance of this device. This event was created due to laboratory analysis.